Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/05/2017¿ device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2017 with the following findings: a review of the black box showed evidence of a short battery life with voltage drops resulting in replace battery alarms. The pump powered up with the returned battery cap to a dim and discolored display. The battery cap was unable to fully tighten to the pump. Evidence of moisture contamination was found inside the battery compartment. The sleep current draws were not within specifications. A leak was found in the battery compartment. The pump case was removed to find evidence of moisture contamination inside the pump on the transceiver/continuous glucose monitoring board. The transceiver/continuous glucose monitoring board and current draw levels returned within specifications.